Event description:
During a permanent implant procedure, high impedances were observed. Troubleshooting was performed by a boston scientific rep. This issue could not be resolved. The surgeon decided to abort the procedure.